Event description:
It was reported that a patient had an allergic reaction to essix c+ plastic material. No further information is available as of this report.

Manufacturer narrative:
An allergy to retainer or aligner plastic would likely occur in the mouth under the area the appliance covers due to the close proximity of the plastic to the tissue. However, there is currently no evidence of what type of allergic reaction occurred or where it occurred. Thus, it is not possible to determine if the plastic in question caused the alleged reaction. While it is unk if the material used in this case caused or contributed to the pateint's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic repsonse and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The lot number was provided for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.